Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his sensor cannula broke and he doesn't know if it stayed in his body. Customer stated that he can see where the sensor broke, he look on the adhesive, but no cannula was found. Advised to attempt to removed the cannula, or seek medical attention to removed it. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed visual inspection and found electrode peeled back from the tubing insertion needle.